Manufacturer narrative:
Initial 1 of 6. E1: event country: the united states. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced reported infusion set leakage at the insertion site with high blood glucose on (B)(6) 2026. It was managed with correction injection via multiple daily injections.